Event description:
It was reported the customer received a motor error alarm. It was also found the customer received a no delivery alarm prior to the motor error alarm.the customer also reported experiencing a high blood glucose of 524 mg/dl. Customer treated their blood glucose with an injection. It was also found the customer had been hospitalized for two weeks. The customer also stated their insulin pump was dropped prior to the alarms occuring. The customer was advised to disconnect from the insulin pump and revert to a back-up plan. No additional information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4)

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. However, the insulin pump had cracked battery tube threads, a cracked reservoir tube lip, minor scratches on the display window, cracked case at a display window corner and a missing end cap sticker.